Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: ambulatory surgery 8 (2000) 31¿35. (B)(4).

Event description:
It was reported in a journal article with title: primary inguinal hernia repair utilizing the mesh ¿plug¿ technique. This randomized, controlled pilot trial aimed to assess the mesh plug technique for inguinal hernia repair. Twenty-six male patients attending for unilateral, primary, inguinal hernia repair were included in the study. Patients were randomized into group a ¿ the new mesh plug repair (perfix plug, bard ltd, UK) (n=13) (mean age 52 years, range 24-79 years) and group b ¿ the lichtenstein patch repair (n=13) (mean age 44 years, range 18-64 years). For those patients in group b (the lichtenstein patch repair), the hernia sac was dissected free. A piece of prolene mesh was cut to size and placed over the transversalis fascia, around the cord structures and sutured into place with a 2:0 prolene stitch. Complications included pain with mean vas score 3.9 (n=?) Which was treated with analgesic tables (co-proxamol), wound hematoma (n=1) requiring evacuation under general anesthesia and seroma (n=1) requiring no specific intervention. In conclusion, the tension-free mesh plug repair requires minimal tissue dissection, no herniotomy and is technically straightforward. Patients experienced less post-operative discomfort and returned to normality more quickly. The results suggest that the mesh plug technique has advantages over the lichtenstein patch repair.